Event description:
It was reported that a bag of the acid concentrate looked yellow compared to another bag from the same batch. There was no patient involvement; therefore, no patient injury or adverse event was associated with this report. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation was completed to investigate the reported event. Visual inspection revealed the solution of the actual sample was yellow in color compared to the companion sample; however, the product met visual specifications. Chemical testing of the actual sample found that some of the ingredients were more concentrated. The solution concentration did not fall within the specification limits. Therefore, the reported event was verified through evaluation as the product did not meet chemical specifications. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.